Event description:
It was reported that during a procedure involving a fortrex high pressure balloon at the left av fistula, the balloon burst above the rated burst pressure of 20 atm on the first inflation. The burst was noted to be longitudinal, and the balloon detached during the event. The doctor used a snare to remove the balloon fragments from the patient, and no evidence of the balloon was seen under fluoroscopy. The lesion was identified as fibrous, located mid to distal in the left av fistula, with a lesion length of 80 cm. The balloon was inflated using a non-medtronic inflation device with a 50/50 contrast fluid. The procedure was completed after the doctor successfully removed the balloon fragments using the snare. No further patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis approximately 65mm of the burst balloon returned with evidence of a longitudinal tear on the balloon. The proximal markerband is present, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.